Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was malfunctioning as stated by the electrophysiologist and needed to be replaced. No further information was provided. To date, the device remains in service. No adverse patient effects were reported.